Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the lad. It was reported that the cec adjudicated mi as a non q wave mi (target vessel), 3rd udmi peri pci in the lad. The cec commented that from film review, no side branch occlusion was observed but new st- t waves in the anterior leads were present. Cec also assessed stent thrombosis as no event.